Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact on the blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump.